Event description:
Customer reported experiencing high blood glucose readings and stated that they were unable to bring them down. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that when she primes it will prime to twelve or thirteen units before seeing the drops come out. Customer mentioned that their blood glucose reading was 400 mg/dl earlier in the day. The displacement test and the self test were performed and passed. Customer's blood glucose reading at the time of the call was 323 mg/dl and has corrected with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.